Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at repair center (rc) olympus china. During the inspection at rc, it was noted that no fault was detected from the subject device and the subject device will be returned to the facility as confirmed with the field service engineer (fse). Review of the device service history record showed the concerned product has not been repaired in the past year. Evaluation findings noted the customer reported problem was not able to be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device found with vertical stripes on the screen. The issue found during a regular inspection. There is no patient involvement on this reported event. No user injury reported. Facility completed the procedure with another device.